Event description:
A health care professional reported that broken tip during calibration of cataract and vitrectomy combined surgery. The surgery was completed after replacing it with another pack. There was no patient impact.

Manufacturer narrative:
No technical inquiries were received from the customer. One opened probe with tip protector in a tray was received for the report. The sample was visually inspected and found to be nonconforming with port face was smashed and bowed out on both sides of the port. Orange/brown foreign material was on the port face, inside the port, and on the welded cap. The probe was disassembled. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm the probe had a broken needle however show that port face was smashed. How and when the port face was smashed could not be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as an exact root cause for smashed port face could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).